Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger will not charge her batteries. The pt was issued a replacement battery charger/modem and two batteries.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, the j5 component on the bedside pca board was found to have contamination. The j5 component is an 8-pin pitch header. This caused the charger not to be able to charge a battery. The root cause for the contamination cannot be positively determined but was likely the result of liquid ingress within the battery charger. Device eval of battery (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon eval, the battery output voltage was measured at 1.92v. The cause for the low output voltage was likely associated with the deficient battery charger. No adverse event resulted from the contamination on the board and defective battery pack. The pt rec'd a replacement battery charger and two battery packs. The pt's second battery pack was found to be fully functional. Device manufacture date: battery pack (B)(4): 10/2009.